Manufacturer narrative:
Smiths medical received one gripper plus® safety needle inside a plastic bag in a used condition. Upon visual inspection of the safety needle the safety mechanism was noted to be inactivated and the needle does not have the protector; sample free from damage or broken components. Relevant documents (bonding procedure, assembly procedure) were reviewed along with operations were reviewed (base assembly, bin holding, component assembly) and found no discrepancies. A sample of (B)(4) units were inspected in order to verify for damages in the base with no discrepancies detected. Hinge activation testing was performed on five samples from the inventory and all successfully passed. Instructions for use was reviewed, a note of warning describes the care that must be taken when using the gripper plus with no fault found. Based on the evidence, the root cause cannot be determined due to the fact the safety mechanism was successfully activated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of this gripper plus® safety needle, upon removal of the device, the locking mechanism did not click, the sharp was not contained, and the clinician was stuck with the needle. This device was used to administer an infusion of chemotherapy. A pressure device was not used in conjunction. The event is being dealt with in hospital as per policy. No other adverse patient effects were reported.

Manufacturer narrative:
The reporter noted that the previous lot number provided was incorrect.

Event description:
The needle was being used on a patient port at the time of the event. No medical intervention was performed.